Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported event code. The therapy pcb assembly was replaced and proper operation was confirmed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report their device had logged an event code which indicates the device may not be able to analyze a patient's ECG waveform in AED mode if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a failure of a capacitor, designator c160.